Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 345mg/dl. The customer delivered a correction bolus to address the bg level. Recommendation was made to consult with their health care provider to discuss diabetes management. The customer declined troubleshooting and stated that they were to contact their healthcare provider regarding their bg levels.